Event description:
A 6f angio-seal sts plus vascular closure device was to seal the right femoral arteriotomy site post percutaneous transluminal coronary angioplasty. The physician reported something felt different during deployment. Hemostasis was achieved, although the puncture site continued to ooze. Reportedly, the pt felt a sensation in the rigyht leg. The physician believed there was a compromise in the angio-seal anchor and decided no to cut the suture. The suture was secured to the pt's leg. Later that day, the pt underwent surgery. The angio-seal suture, collagen and a portion of the anchor were removed. The physician alleged the anchor broke and migrated down the pt's leg. Pedal pulses were not compromised. The pt was reported as recovering well.